Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported defect resulted in a reduced battery voltage. It was also reported that the crt-d was not receiving the signal from device-related equipment early in the life of the device. The malfunction of the crt-d and/or its battery reportedly caused the patient agitation, shortness of breath, fatigue and deterioration of health. The patient also required non-descriptive treatment and multiple hospitalizations. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was defective. The device was explanted and replaced. No patient complications have been reported as a result of this event.